Event description:
It was reported that when using the bd pyxis¿ medstation¿ es jfkfrhpx52 had a failed controlled substance drawer that could not be recovered, and the system displayed a black screen and remote smart service (rss) offline status. The customer mentioned that the machine was restarted multiple times and continued to request passwords; however, the problem persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that there were no issues with the device, and no further investigation was required as there was no drawer failure, and the application was running properly. The system functioned as intended when the field service engineer investigated the issue.